Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional testing indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure the used device stitch came off from the suture during toggling of the auto suturing device during the procedure. A pelvic x-ray was taken the next day to confirm of the needle inside the patient and performed. It was retrieved by re opening the patient. The surgical time was extended 30 minutes or more due to the product problem. Patient status: unknown.